Manufacturer narrative:
Patient demographic unavailable. Per software investigation, the tracer technique is to be used lightly around firm and bony areas of the patient's nose, brows. Thus it will not be accurate when tracing over loose skin and hence the red dots. The user verified the accuracy of the system by localizing to known anatomy to determine the offset and chose to accept the registration. The software functioned effectively in alerting the user to perform this accuracy verification step to make any error in system accuracy known to the user.

Event description:
Medtronic ent representative reported surgeon is having difficulties registering a patient with the tracer technique, due to loose skin on the patient. The surgeon then performed a pointmerge registration and felt several millimeters inaccurate, but completed the surgery with navigation. No impact on patient outcome reported.